Event description:
After placement of the ep catheter, there was a sensor error with the catheter. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ep catheter, (brand not provided) (per site reporter).